Event description:
The patient received an implant in 2011 due to blood clot prophylaxis followed by a successful percutaneous removal on (B)(6) 2019 because the struts of the filter had penetrated the vena cava. The patient alleged vena cava perforation. Patient notes and further alleges experiencing exhaustion. (B)(6) 2018: per a report from computed tomography; ¿lnfrarenal ivc filter is noted with the following findings: strut penetration.¿ (B)(6) 2019: per a report from computed tomography; ¿findings: ivc: patent. Infrarenal ivc filter oriented obliquely within the ivc. Several struts extend beyond the ivc wall. Small thrombus at the tip of the ivc filter, decreased in size when compared to prior examination.¿ "additional findings: pulmonary embolus involving a right lower lobe segmental artery". (B)(6) 2019: per a report from computed tomography; ¿right lower lobe segmental pulmonary embolus on examination dated (B)(6) 2019. Infrarenal ivc filter with redomstrated small thrombus at the tip of the ivc filter, decreased in size and compared to prior examination.¿ (B)(6) 2019, per a report from retrieval report (successful); ¿the filter was removed and inspected on the back table. The filter was intact. A completion vena cavogram was performed demonstrating a patent vena cava with no evidence of stenosis of extravasation. Satisfied with successful retrieval, the patient was placed into trendelenberg position and the sheath was removed from the right neck.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: pulmonary embolism (pe), thrombus, exhaustion. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported exhaustion is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Reporter occupation: non-healthcare professional. PMA/510(k) k172557. Summary of investigational findings: the following allegations have been investigated: penetration of vena cava. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "sometime prior to (B)(6) 2018, a cook gunther tulip filter was implanted into [pt]¿s body. On or about (B)(6) 2018, penetration of vena cava by the ivc filter was noted. On or about (B)(6) 2019, it was noted that several struts had extended beyond the ivc wall. At this time, the decision was made to remove the filter, and the filter was removed via the right internal jugular vein." Patient outcome: it is alleged that "[pt] suffered permanent and continuous injuries, including physical pain and suffering, mental anguish, physical impairment, loss of enjoyment of life, physical disfigurement, loss of earning capacity and reasonable expenses for necessary medical care, all both past and future."